Event description:
She received a reading of 21.3 that she did not understand. It was verified the meter was set in mmo1/l. The customer did not allege any adverse events due to the mmo1/l readings. She was able to reset the meter to mg/dl, and no product will be returned for evaluation.